Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that when the stapler was opened, staples were already sticking out. The surgeon tried new reload and the same thing happened. The stapler never would fire. The nurse got a new stapler which worked fine and the surgeon was able to finish the case without incidence. There was extended o.r. Time by five minutes.